Manufacturer narrative:
This event was reported under 3010536692-2019-00777. This is an additional component associated to the event.

Event description:
Allegedly, per paper by de meo et al. From the 2018 acta ortopaedica italica, titled "modular stem in hip dysplasia crowe iii e IV: mid-term clinical and radiological outcomes.": allegedly 1 patient had a periprosthetic fracture after 32 months of implantation, stem was not revised, patient was treated with cerclage wires. Patients in this cohort were primary cases with severe hip dysplasia. No further information was provided regarding these adverse events.